Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amlodipine, diazepam (valium), ergocalciferol (vitamin d2), naproxen, phentermine (adipex), prinzide (zestoretic) and vicodin (norco). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced migraine ("migraine headaches"), allergy to metals ("nickel allergies"), vaginal discharge ("irregular vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), autoimmune disorder (seriousness criterion medically significant), headache ("migraines / headaches"), alopecia ("hair loss"), pelvic pain ("pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse") and pain in extremity ("legs pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, migraine, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, allergy to metals, vaginal discharge, vaginal haemorrhage, autoimmune disorder, headache, alopecia, pelvic pain, menorrhagia and pain in extremity had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: since the essure removal surgery, she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion on (B)(6) 2015, after insertion physician visualized two trailing coils within the right uterine cavity and three trailing coils visualized on the left side. On (B)(6) 2015, hysterosalpingogram showed fallopian tubes were fully occluded and in properly placed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plantiff fact sheet received. Events abnormal bleeding (vaginal bleeding, menorrhagia), autoimmune disorder, headaches, pelvic pain, hair loss are added. Lab data updated. Concomitant drugs are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), allergy to metals ("nickel allergies") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, migraine, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, allergy to metals and vaginal discharge had resolved. The reporter considered abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, dyspareunia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: because of the requirement to undergo a laparoscopic bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Diagnostic results: on (B)(6) 2015, after insertion physician visualized two trailing coils within the right uterine cavity and three trailing coils visualized on the left side. On (B)(6) 2015, hysterosalpingogram showed fallopian tubes were fully occluded and in properly placed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.